Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2020, evproplus-29us transcatheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead showed a high rv defibrillation impedance measurement that was back down within normal limits the following day. The lead threshold had risen one day post implant and was high. During the lead revision, a pericardial effusion was noted. The lead was repositioned from the apex to the septum and remains in use. No further patient complications have been reported as a result of this event.